Event description:
It was reported that a staph infection occurred. The patient had bacteremia/systemic infection. The implantable cardioverter defibri llator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4)